Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4): the lead was returned in partial segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack and the outer insulation had a cosmetic depression. It was also noted there was a lead removal wire in the distal segment. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4) : the lead was returned in partial segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack and the outer insulation had a cosmetic depression. It was also noted there was a lead removal wire in the distal segment. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
An allegation from an attorney indicated the patient is deceased.